Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since it has been more than 6 years since the product was manufactured, it is presumed that the main switch was damaged due to aging deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of device found in pieces and requiring repair to factory standards was confirmed. In addition, damaged main switch/missing main switch extender was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center was found in pieces during preparation for use. During a standard service inspection of the customer returned device, power switch failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.